Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
It was reported that a primary plum set, 4 clave multiport connector, ball check valve in sight chamber, 15 micron filter, clave secondary port, clave y-site, polyethylene lined light resistant tubing, secure lock, 216 cm generated a leak during patient use. The following issue was reported by the customer: ¿there was a loss of a few drops of medication once the infusion set was connected to one of the four key connectors. Furthermore, once the infusion set was removed the valve of the connector was pressed inside¿. The product is available for evaluation. The status of the product at the time of the event is ¿once the infusion set was connected to one of the four key connectors¿. This event led to delayed subsequent therapy (30 minutes). The drug has not been replaced, it was not necessary. The problem occurred at the end of the physiological flush. After noticing the problem, the infusion set was changed and the patient continued with the planned therapy. The defective device is in the possession of the hospital pharmacy. There was no blood loss, it is unknown if there was unprotected chemo exposure, doubtful: the drop was on the infusion set, it is not clear whether one also fell on the patient's skin, and the administered drug is nivolumab. There was no patient harm reported.

Manufacturer narrative:
Received one used list# 121959290 primary plum set attached to a fresenius kabi bottle and an extension tubing with filter. As received it was observed that one of the claves on the multiport connector was stuck down. No additional damage or anomalies were observed. Each additional clave was activated with a syringe provided by ICU medical. No additional stick downs were observed. The received extension tubing with filter mating device male luer met compatibility dimensions. The stuck down clave was disassembled to try and identify the cause of the stick down. The seal was observed to have a tear on the side and the spike was observed to be bent. The complaint leak and stick down can be confirmed. The probable cause is access with an incompatible mating device. The dfu states: " clave connector is compatible with luers with an internal diameter (ID) between 1,55 mm and 2,8 mm." The used extension tubing with filter was found to be iso compliant and clave compatible. The mating device that caused the damage observed on the clave was likely not returned with the other investigation samples. The lot history was reviewed, no relevant nonconformities were identified that may have contributed to the reported complaint.